Manufacturer narrative:
Complainant name: (B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter in 2 pieces. The balloon was tightly folded. There was blood in the lumen. The tip, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed a fracture in the hypotube, 53cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-october-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.00mmx15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.